Manufacturer narrative:
(B)(4). The lot number is known and has been provided to (B)(4) for evaluation of the retention samples. No companion samples are available for evaluation by the baxter product analysis lab. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed. The actual sample was not returned for testing. (B)(4) performed testing on the retained samples. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples was performed. The testing performed on the retained sample included hemolysis testing. No issues were found in relation to hemolysis at the completion of the testing. No other abnormalities were identified during the evaluation of the retained sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, a home care service representative (hspc) notified baxter's global field surveillance that a customer called to report a patient reaction and hospitalization in a (B)(6) female patient after use of a xenium dialyzer. The patient received hemodialysis therapy on (B)(6) 2010 without difficulty. The patient was discharged to home in good condition. Later that night, the patient experienced pain and was admitted to the hospital with a diagnosis of hemolysis. The patient was hospitalized for seventy two hours and was discharged in good condition. Interventions included an increase of prednisone. Reportedly labs were drawn and the patient's high density lipoprotein (hdl) was elevated. The potassium level was reportedly normal prior to treatment (4.6-4.7) but 6-8 hours after treatment increased to 6.7. A gambro hemodialysis machine and gambro bloodlines were in use at the time of the event. The samples were discarded. The patient is currently on prednisone (dose unknown) and does not receive heparin during hemodialysis. The patient has a medical history of heparin induced thrombocytopenia. The patient has returned to therapy three times per week and continues to use the same dialyzer without further issues. There were no other events that occurred with this dialyzer and lot number. The facility is not positive that the patient hemolysis was a direct result of the dialyzer, however, a few clots were noted in the drip chamber after patient use. The baxter sales representative is scheduled to meet with the facility to discuss their concerns.